Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On the same day the sensor was inserted, the patient stated that his values fell much quicker than reflected on the cgm. He stated that he was sleeping deeply and may already have been in hypoglycemia when the cgm values reached 55 mg/dl. He did not hear an urgent low alarm. His wife woke up and noticed his condition and called emergency medical technician¿s (emts) who took a bg reading which was 20 mg/dl. The patient¿s receiver was reportedly showing a value of 41 or 42 mg/dl at the time. Emts administered glucose; the patient was taken to the hospital and admitted to the intensive care unit (ICU) for observation until the next day. At the time of the report he was feeling healthy again. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.